Event description:
The patient reported the needle came out of his body and the device fell off his abdomen after wearing it for 11 hours. The patient did not experience any symptoms. The patient stated there was no increased movement or interference from his clothing when the v-go fell off. The patient prepares the abdomen for a v-go with an alcohol wipe and lets it dry before applying a v-go. The patient tries to avoid areas that have excess skin, muscle, bone, scars, and removes hair from the area were patient applies the devices.